Manufacturer narrative:
Based on the info provided, no definitive conclusions can be made. The pt has multiple co-morbidities including morbid obesity, diabetes and multiple abdominal surgeries. It appears that the patient had pain from a fascial staple used prior to implant of the composix kugel mesh, which was explanted. During this procedure the surgeon removed "a wedge of the old ring" of the composix kugel mesh (#2), although it is noted that the mesh appeared to be intact and appropriate. There is no indication of defective mesh. Additionally, no product has been returned for evaluation. If any additional info is obtained, a follow-up MDR will be submitted. The composix kugel mesh (#1) implanted on (B)(6) 2005 was reported to the FDA in accordance with (B)(4).

Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2005 - pt underwent repair of incisional ventral hernia with implant of composix kugel mesh (#1). Unk mesh and fascial staples from multiple prior repairs were note "some of this foreign body was debrided away." The old mesh was divided and large heavy fascial staples were removed along the midline. Unk mesh had curled up and partially covered the recurrent defect." Composix kugel mesh (#1) was used to incorporate the areas of previous implanted mesh and to close the defect completely. On (B)(6) 2007 - pt underwent repair of a recurrent incisional ventral hernia with implant of composix kugel mesh (#2). On (B)(6) 2009 - pt underwent exploration of the abdomen. A fascial staple in the edge of the composix kugel mesh (#1) repair was excised. The mesh was noted to be well incorporated with no surrounding defects. It is noted that the inferior rim of composix kugel mesh (#2) repair could be problematic. A wedge of the old ring repair was excised. The ring was intact and the mesh appeared appropriate. It appears that both composix kugel mesh (#1 and #2) were partially explanted. On (B)(6) 2012 - pt underwent repair of incarcerated recurrent incisional ventral hernia. The defect was underneath the composix kugel mesh (#1) onlay, an tucked over portion of the composix kugel mesh (#2) underlay. Bowel was not compromised in the defect. Both composix kugel meshes were noted to e well incorporated. Ventralex mesh was implanted.